Event description:
Additional information received from the manufacturer representative reported that the patient had a consult with the implanting physician on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that her implant had a malfunction and was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. (B)(4).

Event description:
Information received from the manufacturer¿s representative reported that there was difficulty recharging and was unable to charge the patient¿s implantable neurostimulator (ins). It was also taking too long to charge. There was no communication when using the patient programmer or clinician programmer units. The patient was to have x-ray taken for a possible flip. It was also reported that the patient did have some weight gain and that they had a fall a year ago which resulted in a ¿poor signal¿. The patient indicated that they were able to get coupling when in a certain position but that in the last 2 months it had become more difficult. The ins was reported to be is discharged and most likely had 2 overdischarge (od) occurrences. The representative met with the patient on (B)(6) 2015 and walked them through ¿waking up¿ the ins by using the antenna locate (al) feature (did not use a physician mode recharge [pmr] procedure). A review of the recharging statistics there were 0 coupling bars seen for the past 6 recharging sessions from ¿(B)(6)¿ with the last charge voltage noted as 3.280. The recharger antenna was replaced as a preventative measure. Follow up information received from the representative on (B)(6) 2015 report that the patient was able to get 2-4 coupling boxes when recharging with the new antenna but after recharging all the previous night they did not have a ¼ charge on the ins battery. No further actions had been taken and were awaiting direction from the physician. If additional information is received, a follow up report will be sent.